Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and rheumatoid arthritis ('rumitorid arthritis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), abdominal distension ("gi conditions"), migraine ("migraine\migraines / headaches"), alopecia ("hair loss"), fatigue ("fatigue"), hypertension ("high blood pressure"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("anxiety"), depression ("depression"), fibromyalgia ("fibromyalgia"), insomnia ("insomnia"), memory impairment ("forgetful"), dysmenorrhoea ("dysmenorrhoea (cramping)") and weight fluctuation ("weight fluctuation") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced rheumatoid arthritis (seriousness criterion medically significant), genital haemorrhage ("bleeding"), hypothyroidism ("hypothyroidism / thyroid messed up,"), polycystic ovaries ("cysts / lost ovary") and endometriosis ("endometriosis") and was found to have weight decreased ("weight loss"), uterine leiomyoma ("fibroids") and vitamin d decreased ("low vid d"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, rheumatoid arthritis, abdominal pain, back pain, dyspareunia, vaginal infection, vaginal discharge, abdominal distension, migraine, weight increased, weight decreased, alopecia, fatigue, vaginal haemorrhage, menorrhagia, anxiety, depression, fibromyalgia, polycystic ovaries, uterine leiomyoma, endometriosis, insomnia, memory impairment, dysmenorrhoea, weight fluctuation and vitamin d decreased outcome was unknown and the genital haemorrhage, hypertension and hypothyroidism had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, fibromyalgia, genital haemorrhage, hypertension, hypothyroidism, insomnia, memory impairment, menorrhagia, migraine, pelvic pain, polycystic ovaries, rheumatoid arthritis, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, vitamin d decreased, weight decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic/abdominal, back pain, dyspareunia,vaginal infect., vaginal discharge,gi conditions ,migraine, weight gain, weight loss, hair loss, fatigue, bleeding. The following information was received from social media low vid d, rumitorid arthritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Event added- low vid d, rumitorid arthritis. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gi conditions"), migraine ("migraine"), alopecia ("hair loss"), fatigue ("fatigue"), hypertension ("high blood pressure") and hypothyroidism ("hypothyroidism") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, back pain, dyspareunia, vaginal infection, vaginal discharge, gastrointestinal disorder, migraine, weight increased, weight decreased, alopecia and fatigue outcome was unknown and the genital haemorrhage, hypertension and hypothyroidism had resolved. The reporter considered abdominal pain, alopecia, back pain, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, hypertension, hypothyroidism, migraine, pelvic pain, vaginal discharge, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic/abdominal, back pain, dyspareunia,vaginal infect., vaginal discharge,gi conditions ,migraine, weight gain, weight loss, hair loss, fatigue, bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received: previously reported event ¿injury¿ was deleted and new events genital bleeding,pelvic pain, abdominal pain, back pain, dyspareunia (painful sexual intercourse)vaginal infect., vaginal discharge,gi conditions, migraine, weight gain, weight loss, hair loss, fatigue, high blood pressure, hypothyroidism was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), abdominal distension ("gi conditions"), migraine ("migraine\migraines / headaches"), alopecia ("hair loss"), fatigue ("fatigue"), hypertension ("high blood pressure"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("anxiety"), depression ("depression"), fibromyalgia ("fibromyalgia"), insomnia ("insomnia"), memory impairment ("forgetful"), dysmenorrhoea ("dysmenorrhoea (cramping)") and weight fluctuation ("weight fluctuation") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage ("bleeding"), hypothyroidism ("hypothyroidism"), polycystic ovaries ("cysts") and endometriosis ("endometriosis") and was found to have weight decreased ("weight loss") and uterine leiomyoma ("fibroids"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, back pain, dyspareunia, vaginal infection, vaginal discharge, abdominal distension, migraine, weight increased, weight decreased, alopecia, fatigue, vaginal haemorrhage, menorrhagia, anxiety, depression, fibromyalgia, polycystic ovaries, uterine leiomyoma, endometriosis, insomnia, memory impairment, dysmenorrhoea and weight fluctuation outcome was unknown and the genital haemorrhage, hypertension and hypothyroidism had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, fibromyalgia, genital haemorrhage, hypertension, hypothyroidism, insomnia, memory impairment, menorrhagia, migraine, pelvic pain, polycystic ovaries, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic/abdominal, back pain, dyspareunia,vaginal infect., vaginal discharge,gi conditions ,migraine, weight gain, weight loss, hair loss, fatigue, bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-dec-2019: pfs and mr received: new events- abnormal bleeding (vaginal, menorrhagia), anxiety, depression, fibromyalgia, migraines/headaches, cysts, fibroids, endometriosis, weight fluctuation, insomnia, forgetful, dysmenorrhea, device monitoring procedure not performed were added & one event was updated from gastrointestinal condition to bloating. Reporters were added. Event onset dates were added. Removal date was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.